Event description:
The customer reported that when an image is recalled. It does not match the thumbnail view. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.